Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead as well as associated device tones. The shock impedance measurement the previous day was noted to be 64 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the healthcare provider (hcp), including bringing the patient into the clinic to evaluate the rv lead for a possible fracture and suggested performing an x-ray. Ts noted to evaluate the individual rv lead vectors to determine which lead coil or coils are impacted. Ts indicated that if only the rv to right atrial (ra) coil vector is impacted, they can consider programming the rv lead to the rv to device vector. However, if the rv to device vector is impacted, a new rv lead may be needed. Ts also indicated to check the lead to device connection, specifically the device header set screws. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead as well as associated device tones. The shock impedance measurement the previous day was noted to be 64 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the healthcare provider (hcp), including bringing the patient into the clinic to evaluate the rv lead for a possible fracture and suggested performing an x-ray. Ts noted to evaluate the individual rv lead vectors to determine which lead coil or coils are impacted. Ts indicated that if only the rv to right atrial (ra) coil vector is impacted, they can consider programming the rv lead to the rv to device vector. However, if the rv to device vector is impacted, a new rv lead may be needed. Ts also indicated to check the lead to device connection, specifically the device header set screws. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD system subsequently exhibited a high out of range pace impedance measurement greater than 3000 ohms on the rv lead approximately three years later. Ts reviewed the rv pace impedance trend data and noted there was also a high out of range measurement of approximately 2800 ohms a few days later. The pace impedance measurements returned to the previous baseline in the approximately 400 ohms range following each out of range measurement. Ts also indicated there were several higher measurements the previous year with the highest value being 1280 ohms, which is still within the normal specification range. In addition, ts noted there was no evidence of any rv oversensing. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead as well as associated device tones. The shock impedance measurement the previous day was noted to be 64 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the healthcare provider (hcp), including bringing the patient into the clinic to evaluate the rv lead for a possible fracture and suggested performing an x-ray. Ts noted to evaluate the individual rv lead vectors to determine which lead coil or coils are impacted. Ts indicated that if only the rv to right atrial (ra) coil vector is impacted, they can consider programming the rv lead to the rv to device vector. However, if the rv to device vector is impacted, a new rv lead may be needed. Ts also indicated to check the lead to device connection, specifically the device header set screws. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD system subsequently exhibited a high out of range pace impedance measurement greater than 3000 ohms on the rv lead approximately three years later. Ts reviewed the rv pace impedance trend data and noted there was also a high out of range measurement of approximately 2800 ohms a few days later. The pace impedance measurements returned to the previous baseline in the approximately 400 ohms range following each out of range measurement. Ts also indicated there were several higher measurements the previous year with the highest value being 1280 ohms, which is still within the normal specification range. In addition, ts noted there was no evidence of any rv oversensing. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high pace impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.